Event description:
The customer reported that a ventilator was identified as having a dimmer touchscreen than other units during clinical use. The device was in clinical use at the time the issue was discovered. There were no medical interventions, delay to therapy, or patient/user harm reported due to this event. The device was evaluated by the customer and philips remote service engineer (rse). The customer confirmed the reported problem and replaced the user interface (ui) assembly. The issue was reported to have been resolved, and the ventilator is back in service. No other anomalies were reported.